Event description:
A customer reported, that the freestyle libre 2 sensor detached prematurely. The customer experienced a seizure. However, she was able to self-treat (unspecified). No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section d4 unique identifier (UDI) has been updated. Section d4 (expiration date) and h4 (device mfg date) were also updated, based on an extended investigation. The exact date of the event is unknown. The date entered in section b3, is per the customer's report of "two weeks ago" from (B)(6) 2021. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit was reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. The exact date of event is unknown. The date entered is per the customer's report of "two weeks ago" from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely. The customer experienced seizure; however, she was able to self-treat (unspecified). No further information was provided. There was no report of death or permanent injury associated with this event.